Manufacturer narrative:
Customers claim of overheating could not be verified. The temperature test could not be performed as the motor was seized. The device was disassembled. The housing and seal were worn. The motor and bearings were found corroded. The seal, bearings, motor and cable were all replaced. The handpiece was repaired and cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.